Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
On (B)(6) 2018, sr 8 system booted to a blue screen reading an error message saying a problem has occurred and windows has been shut down to prevent damage. The error occurred suddenly during a procedure. A reboot cleared the error. The error had not occurred before this time.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Device has not been returned for evaluation.

Event description:
On (B)(4) 2018, sr 8 system booted to a blue screen reading an error message saying a problem has occurred and windows has been shut down to prevent damage. The error occurred suddenly during a procedure. A reboot cleared the error. The error had not occurred before this time.